Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left cubical vein. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left side of the forearm vein. Following the introduction of a 7f non-bsc sheath and the insertion of a 018 non-bsc guide wire, a 6.0mmx20mmx40cm (4f) sterling balloon catheter was advanced to predilate the lesion. Upon the first inflation, the balloon ruptured at 8 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).